Event description:
Consumer called to report her meter was reading inaccurately, was feeling low, even though her meter was reading high. Went to lay down and the next thing she knew, the emt had arrived. She had passed out.